Event description:
The physician was attempting to deploy a 3.0mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the lca of a patient, that was reported to be highly calcified and 90% occluded. The lesion was pre-dilated, however when the stent was inserted into the lesion, high resistance was noted. The stent was found to be flared after it was removed from the patient. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification, 90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; severe calcification, 90% stenosis) 22 known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).